Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. No specific failure mode was noted in the report. Based on the info provided and in the a absence of a device eval, we cannot confirm that a pod malfunction was a contributing factor to the customer's dka which resulted in a hospital visit. No conclusion can be drawn. The customer reported that she "didn't have a way to check her bg" and therefore "did not know her bg was rising." The omnipod user guide suggests that customer's prepare an "emergency kit" that includes a variety of supplies, including an "additional blood glucose meter" so that bg levels can always be monitored. A review of lot qualification records was performed and the lot was found to pass the acceptance criteria. Note: eval method codes are specific to eval methods performed during lot qualification (as opposed to the eval methods of the subject device, as it was not returned).

Event description:
The report indicated that the customer's bg level at the time of pod activation was 128mg/dl; three hours later, however, her levels had increased to 311mg/dl. A correction bolus was administered and bg levels successfully lowered (from 332 down to 140mg/dl) over the following four hours. Her levels began to rise again (up to 245mg/dl) despite having administered a second correction bolus and the pod was deactivated. In addition to high bg levels, the customer also experienced dka with large ketones and went to the hospital as a result. She reportedly "did not have a way to check her bg's so she did not know her bg was rising." Neither the therapy received at the hospital nor her length of stay was provided. The pod will not be returned for eval.